Event description:
The micro drill was sent in for eval because it was overheating during preparation for a procedure. There was no pt involvement; no adverse event was associated with the device. Another device was used for the procedure.

Manufacturer narrative:
Wide spread corrosion damage within the internal components of the device was identified as the probable cause of the failure.